Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer stated that they were able to clear and able to rewind the pump. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Retainer ring= black the device was returned for pump error 82 on event date (B)(6), 2022. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap / reservoir locks properly into place. Device history and trace files downloaded successfully using thus software. No he hrm task did not grant motor power in reasonable time alarms noted during testing. However, he hrm task did not grant motor power in reasonable time alarm confirmed in the device history/trace files on 04/04/2022 10:42:47.000. During visual inspection, no loose or disconnected motor flex connector noted on electrical board 1. Device was cut open to perform visual inspection and found¿ evidence of moisture damage on electrical board 1. The motor was tested outside of the device and passed. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case and damaged display window cover. He hrm task did not grant motor power in reasonable time alarm confirmed in the device history files on 09/12/2021 at 7:28am, problem isolated to the motor. Moisture damage noted on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.